Event description:
It was reported that the pump was not allowing customer to deliver a bolus; either through the bolus delivery screen, or the quick bolus button. Customer's blood glucose (bg) level was 192 mg/dl. Reportedly, the customer reset the pump to resolve the issue, and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.